Manufacturer narrative:
Diopter +15.00, silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s):conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq2010v +15.00 diopter three piece silicone lens. The lens broke on insertion into the patient's right eye. The incision was not widened to remove from eye. Another lens, same model and size was implanted. No suture was required. No patient complication, no patient injury. Cause of damaged lens is unknown. Injector lot number was not provided.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Visual inspection of the returned product found the lens optic torn. There was evidence of dry clear surgical residue on the optic surface. Based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. Claim #428476

Manufacturer narrative:
Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).